Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 : reference MFR. Report#:3006705815-2017-01444. It was reported the patient experienced ineffective stimulation. The clinical specialist confirmed high impedances for multiple contacts. Reprogramming was unable to resolve the issue, as stimulation could only be restored to patient¿s left back and left leg, whereas pain is bilateral. Patient may be pending surgical intervention.